Event description:
Patient was receiving IV hydration with primary and a secondary line. The secondary line appeared to backflow into the primary bag instead of flowing through the pump into the patient. The total volume of the secondary infusion was found in the primary bag.